Event description:
It was reported that the patient¿s implantable neurostimulator (ins) used to increase in voltage on its own and, since, had the device replaced. It was noted that this happened 5 years ago. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. Patient product ID: 3887-33, lot# l66644, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).